Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head outer sheath of the universal cord has been punctured by an instrument and therefore it is failing the leak tests. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer and final investigation. The device was returned to olympus for evaluation and the reported issue was confirmed as a failed leak test was observed due to a slice on the cable. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "be careful not to scratch the camera cable with a sharp-tipped instrument". "Never clean, disinfect, or sterilize this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". "Never store this equipment together with sharp-tipped instruments. Doing so could scratch or tear holes in the camera cable, which would allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor the field performance of this device.